Event description:
It was reported that the customer had a lot of no delivery alarms on the insulin pump. Customer's mother stated that they happened after an infusion set changed or at night when the customer's blood glucose level was 400 mg/dl. Customer's mother that it was a lot, so she switched the lot and customer has gotten a new shipment of supplies, but it getting no delivery alarms. Customer's mother does not know how long the customer has been receiving these alarms. Alarm history was reviewed and it was found that the alarms were as far back as (B)(6). Customer's current blood glucose level was 206 mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump and to call back if there are any further issues. Customer's mother mentioned that most of the no delivery alarms are in the middle of the night and after set changes. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).